Event description:
A healthcare facility in louisiana reported that multiple units from the same lot of rt265 infant dual heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. The exact quantity affected is unknown, however the healthcare facility returned ten devices to fisher & paykel healthcare for analysis. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: UDI updated. Section g1: manufacturer contact details updated. Section h11: method: the ten subject rt265 breathing circuits were returned to f&p healthcare in new zealand for investigation, where they were visually inspected and leak tested. Results: visual inspection identified no damage or defects with the returned devices. Leak testing confirmed that the breathing circuits were within specification. Conclusion: the investigation findings confirmed that there was no fault found with the returned devices. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A healthcare facility in louisiana reported that multiple units from the same lot of rt265 infant dual heated evaqua2 breathing circuits failed the ventilator leak test prior to patient use. The exact quantity affected is unknown, however the healthcare facility are returning the devices to f&p healthcare for analysis and confirmation of the number of affected devices. There was no patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested for the subject devices to be returned for evaluation. We will provide a follow up report upon completion of our investigation.